Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to lead body damaged and stylet would not go into the lead. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead passed hipot test passed indicating no electrical shorts between conductors. The lead also passed the pressure test indicating the lumen/outer insulation were intact. A stylet insertion test failed in the area of the terminal pin due to dried blood/body fluid which suggests evidence of dried blood noted on inner rim of the terminal pin. Visual inspection revealed no abnormalities on returned lead. X-rayed the terminal area showed no abnormalities. Laboratory analysis confirmed reported allegation.